Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer cannot get the plunger to work and they are unable to exit the preparing to prime loop on the insulin pump. Troubleshooting was performed and the second series of beeps did not appear. The customer's blood glucose was 209 mg/dl. The insulin pump will be returned for analysis.